Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the small amount of oil leakage from top cover shock rams. A field service engineer cleaned the oil and replaced the shocks. No contamination was found anywhere, and the top cover was tested opening and closing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the top cover shock was leaking oil. However, there were no delay or adverse events or injuries reported based on this event.